Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted because of the advisory/recall of this model device. During the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock lead impedance measurements were consistently 120 ohms. A guidant sales representative reported that they tried to deliver a 1 j shock and couldn't deliver shock because the impedance was greater than 125 ohms and an open high voltage (hv) lead message was displayed. The representative stated that with a h135 device, the shock impedance was 44 ohms. The implantable transvenous defibrillation lead was surgically abandoned and another guidant crt-d was successfully implanted.,